Event description:
It was reported that cartridge alarm 20 occurred repeatedly on pump during use and that caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support, but cartridge alarm recurred, so customer planned to use injections as backup insulin therapy, pump was placed into storage mode for return, and replacement pump was arranged with instructions provided to reenter pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label.